Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit autofill test failed. There was no patient involvement.

Manufacturer narrative:
Additional information: contact number: (B)(6). A getinge field service engineer (fse) stated vacuum was too high (-158). To fix the issue, the fse replaced compressor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service the defective components were received for further investigation. The failure analysis and testing dept. Received part hydr cmpnt pump assy dc knf with a reported unit failure of autofill test failed. The failure analysis and testing dept. Performed a visual inspection and found that the tubing that protects the inner wires was cut, and the inner wire sheathing was compromised with the wire being exposed. This damage poses a risk to personnel and to the test fixture. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept. Retaining the pump in the fat dept. Per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.